Event description:
Plaintiff alleges latex hypersensitivity as a result of his exposure to latex gloves. As a result, plaintiff alleges suffering severe pain, incurring medical expenses, and will suffer wage loss and loss of earning capacity. Further alleges suffering mental strain, emotional stress and the loss of enjoyment of life.